Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat I-stabilizer linked arm of the om-10000 has gotten very difficult to use. It is very stiff and requires a great deal of effort to reposition the arm. It no longer swivels the 180 degrees smoothly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat I-stabilizer linked arm of the om-10000 has gotten very difficult to use. It is very stiff and requires a great deal of effort to reposition the arm. It no longer swivels the 180 degrees smoothly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat I-stabilizer linked arm of the om-10000 has gotten very difficult to use. It is very stiff and requires a great deal of effort to reposition the arm. It no longer swivels the 180 degrees smoothly. The hospital did not report any patient effects.